Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter denied any damage to or moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 11/23/2016 with the following findings: the review of the black box showed a single power reboot even post ¿cs052¿ call service alarm on the date of the alleged issue occurrence. The battery compartment was undamaged and the returned battery cap was able to secure. The battery cap was tightened and then unscrewed half turn with no reboots occurring. ¿ez-prime¿ steps were performed correctly and no power interruptions occurred during the investigation. Upon removing the pump cover, no intermittent condition was found to the power printed circuit board. Therefore, investigators were unable to duplicate the ¿no power¿ complaint as the pump powered on and performed within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).